Manufacturer narrative:
This initial emdr report is being filed for like products reporting. Once the investigation is completed, a follow-up report will be submitted to FDA.

Event description:
After being primed, the surgeon went to insert and the trailing haptic snapped leaving some in cartridge. The lens had to be cut out. Patient impact: only lengthening of procedure.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit additional information not available/included in the initial report. Additional information: device evaluation and risk analysis results. The device was not returned to the manufacturer. Therefore, the product complaint investigation consisted of a review of the production and inspection records, and the results are noted below: empty outer box without iol or preloaded injector was received. No abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
After being primed the surgeon went to insert and the trailing haptic snapped leaving some in cartridge. The lens had to be cut out. Patient impact: only lengthening of procedure.